Event description:
Neurological injuries [neurological complication from device]; excess zinc [hyperzincaemia]; copper depletion [copper deficiency]; disabling (neuropathy) [disability]; other injuries [injury]; (disabling) neuropathy [neuropathy peripheral]; unable to perform normal, customary and daily activities [activities of daily living impaired]. Case description: an attorney reported that his client, a female (B) (6), used fixodent denture adhesive, form/version unknown and super poligrip denture adhesive for an unspecified length of time and was diagnosed with disabling neuropathy attributed to excess zinc and resulting copper depletion. She now has permanent neurological injuries, other injuries, and disabilities which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: she has worn full dentures for the past 8 years. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.